Event description:
It was reported by the affiliate that during use of an outback cto catheter, resistance occurred as device was pushed through elongated vessel into the direction of the lesion and upon retraction of the device, the tip separated in the patient and remained subintimally inside the vessel. The procedure was abandoned with no further therapy possible. The device will be returned for analysis. The outback was being used for subintimal rechanneling of total occlusion of common iliac artery. The access site was the femoral artery. It was stated while pushing the device through the elongated vessel in the direction of the lesion, resistance was noted which could not be overcome. Therefore, the catheter was retracted. Under fluoroscopy it was observed that the main body of the catheter moved backwards while the tip didn't. The outback was recovered without tip. Additional information has been requested.

Manufacturer narrative:
Addendum (16-oct-2013): additional information was received from the affiliate indicating the procedure performed was a retrograde probing of the occluded left common iliac artery. The occlusion was at the left common iliac artery beginning directly at the aortic bifurcation. The catheter was bent to 180 degree in the aorta to reach the lesion. It was stated that the puncture site was without substantial calcification, but the occlusion site had high grade calcification. The occluded left common iliac artery showed an almost 90 degree angle. The access site was the right femoral artery. The patient's medical history and concomitant devices used were also provided. Concomitant devices: sheath: boston scientific super 6f 11 cm, wire: cordis stabilizer lot 70413419. The product was received.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, it was reported ¿while pushing the device through the elongated vessel in the direction of the lesion, resistance was noted which could not be overcome. Therefore, the catheter was retracted and the tip was noted it had separated and remained subintimally inside the vessel. The procedure was abandoned with no further therapy possible¿. The outback was being used for subintimal rechanneling of total occlusion of the left common iliac artery beginning directly at the aortic bifurcation through retrograde approach. The access site was the right femoral artery. A boston scientific super sheath 6f 11 cm and a cordis stabilizer wire were used. Additional information indicated that the catheter was bent to 180 degree in the aorta to reach the lesion. It was stated that the puncture site was without substantial calcification, but the occlusion site had high grade calcification. The occluded left common iliac artery showed an almost 90 degree angle. The patient has a medical history of diabetes mellitus type ii; arterial hypertension; chronic renal insufficiency; hyperlipoproteinemia; hyperuricemia, & peripheral arterial occlusive disease rutherford grade iii category 5. A single cd-rom with 4 digital images was received and reviewed by an independent physician. The review provided is as follows: initial image shows a simmons catheter in the infrarenal aorta introduced from the right common femoral approach. There is chronic occlusion of the left common iliac artery. The vessels appear heavily calcified and tortuous. The second image shows the outback cto catheter being introduced into the occlusion. The third image shows the simmons catheter unformed in the infrarenal aorta and there is now a catheter fragment partly in the left common iliac occlusion and partly in the aortic lumen. The fourth image shows the catheter reformed. There is a fracture of the outback cto catheter about 27 mm from its end. Conclusion: this case involves a patient undergoing endovascular treatment of a chronic left common iliac artery occlusion. During attempted recanalization an outback cto catheter fractured in the subintimal space. The patient¿s anatomy clearly contributed to the event in this complaint. Tortuous and calcified vessels approached from the contralateral side is difficult. It is not clear why the contralateral approach was chosen and if a ipsilateral retrograde approach was attempted prior. The device curves 180 degrees to reach the lesion and then enters a heavily calcified occlusion with a right angle bend. The clinical report states that significant resistance was met during advancement of the catheter. On the image where the fracture is first seen the simmons catheter is no longer formed. This suggests that the catheter fractured at a point of redundancy in the aorta. It is very difficult to make a definitive determination regarding the etiology of the fracture given the limited clinical and imaging information provided. In my opinion, the vascular anatomy was the leading contributor to the device failure. Perhaps using a curved guidesheath may have been useful to limit stress on the device at the bifurcation. One non-sterile catheter outback was received coiled inside a plastic bag. The distal tip (nosecone) was was not received with returned device. The inner liner presents marks of welding. The total catheter length was not possible to be measure without the distal tip, however the cannula measured 8.0 mm of usable length which was found within specification. The unit is not functional usable. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted since the gw was inserted in the cannula guide wire port and came out the hub as expected during functional test. The catheter shaft/nosecone spins smoothly as the rotation valve was actuated/rotated. Applicable cannula deployment tests were performed and cannula was deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined as the inner liner present marks of welding. Based on the information available for review, the patient¿s anatomy and procedural factors (tortuous and calcified vessels, pushing the device when meeting significant resistance) may have contributed to the tracking difficulty reported resulting in the separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to this type of failure. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adherence to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.